Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of discolored housing, discolored patient cable, and loose rubber encasing around the patient cable connector was confirmed. The mobile power unit, serial (B)(6) was evaluated. Visual inspection of the returned mpu revealed discolored top and bottom housing, discolored patient cable, and loosing rubber encasing around the patient cable. The top and bottom housing as well as the patient cable was replaced. The unit underwent functional testing and preventative maintenance without any issue. The unit was returned to the customer. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses the user to inspect the mobile power unit for dents, chips, cracks, or other signs of damage and not to use a mobile power unit that appears damaged. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the mpu was damaged. The rubber casing of the patient cable was loose. The bottom and top covers were discolored. No additional information was provided.